Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose levels over 400 mg/dl. The customer was also spilling ketones. Prior to the hospitalization the customer went to bed with normal blood glucose levels. The infusion set was changed the day prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. Further troubleshooting revealed that this insulin pump was a replacement that the customer had just received the day before. The customer removed the reservoir from the old insulin pump and inserted it into the replacement insulin pump without rewinding it first. Because the customer did not rewind the insulin pump first, the piston never reached the reservoir and the customer never got any insulin.

Manufacturer narrative:
Add'l info: currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.